Manufacturer narrative:
Two images were provided to the manufacturer for review. As the lot number for the device was not provided, a review of the device history records has not been performed. The device is not available for return. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately ten months post vascular stent implant, the patient presented with alleged leg pain. Reportedly, the vascular stent orientation changed and the stent is allegedly twisted or torqued. The patient reportedly is having a bypass procedure. Current patient status was not provided.

Event description:
It was reported that approximately ten months post vascular stent implant the patient presented with alleged leg pain. Reportedly, the vascular stent orientation changed and the stent was allegedly twisted or torqued, and there was no blood flow. The patient reportedly is having a bypass procedure. Current patient status was not provided.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not performed as the lot number was unknown. Investigation summary: the device was no returned for evaluation, however, images were provided. Based on the images provided it was confirmed that the stent was twisted. The twisting of this kind of stent is caused by interactions of various use related and anatomical factors with the given stent design. Based on the available information and the evaluation of the images provided, a definite root cause could not be determined. Labeling review: in reviewing the applicable labeling for this product it was found that the instructions for use (IFU) sufficiently address this potential risk. The IFU closely describes the stent placement by stating: 'confirm that the introducer sheath is secure and will not move during deployment. To ensure the most accurate placement, firmly hold the black system stability sheath throughout deployment. Do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment. Initiate stent deployment by rotating the thumbwheel in the direction of the arrows while holding the handle in a fixed position. While maintaining a fixed handle position, rotate thumbwheel to obtain initial stent wall apposition of 1cm minimum. With distal end of the stent apposing the vessel wall, deployment continues with the following method. While maintaining a fixed handle position, place your finger in front of the deployment slide and slide it from the distal to proximal end.' The IFU also mentions balloon pre and post dilation: 'predilation of the lesion should be performed using standard techniques.' And 'post stent expansion with a pta catheter is recommended.'